Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The fse performing preventative maintenance (pm) replaced the solenoid board which resolved the low voltage issue. The fse performed full functional and safety testing to meet and pass factory specifications. The unit was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported during a pm (preventive maintenance), the getinge fse noticed a low value on the reference voltage (2.08v max instead of 2.50v mini), impossible to adjust. The blood cell voltage was under 1 v (0.87, impossible to adjust). The solenoid board was replaced: voltage checked ok. There was no patient involvement and no adverse event reported.